Manufacturer narrative:
Product complaint # ==> (B)(4). Visual inspection of the returned device did not find any immediately observable damage to the instrument. The threads at the tip of the inserter were in good condition and the shaft could be easily manipulated in the handle. The threads of the inserter could still mesh with the remaining threads of the cage, allowing the cage to be retained by the inserter. There were no issues found in the use of this instrument. It functions as intended and does not feature any damage. A review of the device history records is not necessary as no product failure has been identified. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified with the device, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Patient identifier: (B)(6). (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was attempting to insert a 9x7x23mm concorde cage into a collapsed disc space at the l1-l2 level. During impaction, the implant come off the inserter and the inserter concussed the cord. At that point, the surgeon defaulted on the interbody. The case was completed without issues. The patient has shown no signs of deficit or injury. The surgeon would like to why the inserter disengaged from the cage. It was also reported that a dural patch was applied.